Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported by the patient for the 7 infusion set leakage on the first day of use due to which hyperglycemia and moderate ketones occurred. Patient also noticed scar tissue. Event occurred in 03/27/2024, 03/28/2024, 03/29/2024, 03/30/2024, 03/31/2024, 04/01/2024 and 04/02/2024.infusionn set was placed in the abdomen. High blood glucose is corrected by injection via mdi. No further information was available.

Manufacturer narrative:
Device 1 of 7.